Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call high blood glucose levels. Customer¿s blood glucose level was 473 mg/dl. Customer stated that insulin pump had no motor movement error alarm. Customer advised they passed the self test and the insulin pump will not be returned for analysis.